Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: accolade tmzf hip stem #7; cat# 6020-0740; lot# 241159001. Trident hemisperical cluster 64mm; cat#502-01-64h ; lot# 26427701. Cancellous bone screw 6.5mm; cat# unknown; lot# unknown. Cancellous bone screw 6.5mm; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "loose components with severe osteolysis. Replaced with 64mm titanium multihole cup with 4 screws 2x20, 2x25, 36mm e 0° liner, restoration modular 21 x 155 stem x 20 body, 36 +5 biolox head. Routine revision tha". Spoke to rep. Rep was not present for the procedure. The shell and stem were reported loose. Nothing regarding the screws was reported to the rep. Rep confirmed this was a revision of the primary, clarified lot number on stem. Primary was done at another facility by another surgeon. Due to the fact that the primary surgeon/ facility are unknown, no further information is available to the rep.